Manufacturer narrative:
(B)(4).

Event description:
The patient later reported on (B)(6) 2014 that the device was removed on (B)(6) 2014. The leads were still in place but the ins was removed. The patient wanted to donate the patient programmer and recharger.

Event description:
The patient experienced pain near the ins. His doctor told him he was allergic to the glue they used and prescribed him a week¿s worth of antibiotics. He has finished the antibiotics and was not better. The device pocket ¿hurts like hell¿ and he ¿wants to rip it out¿ himself. He felt that it was infected and that it should not be feeling like that. He was ¿really using¿ the ins for therapy right now because he was told that another programming session needs to be done before it was truly set up. Just wearing pants was painful. There was swelling at the ins site but the incision looked great. It was noted that he had not contacted his doctor since finishing the antibiotic. The patient missed his appointment due to being out of state. He has not gone to his post-op surgical appointment and his device has not been orientated. It was later reported that the patient was supposed to have his ins turned on (B)(6) but he had to go out of state for a family emergency. He will not return home for two months. His back has been swollen since implant and he was in the ER for possible infection. The ER physician gave him morphine and sent him home with ice packs for his back. The day after surgery his back was swollen and bleeding. His physician looked at it and gave him some steroid medication and bandages. Additional information has been requested.

Event description:
Follow up information received from patient reported that they had not been able to find a physician to check their implantable neurostimulator (ins). It was noted that their pain physician who only can treat their pain with medications and did not work with the ins therapy. The patient stated that instead of the ins being infected it was ¿pushing out¿ of their skin. The patient felt that the ins was not implanted deep enough. It was also reported that the irritation around the device caused swelling and tenderness around the pocket. The patient desired to have the ins removed and had not used the device since it was never programmed. The patient was referred to a back specialist and had an appointment on (B)(4) 2013 scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Further information received reported that the patient's implanted battery was "poking out of his back". It had reportedly been swollen for the past week; was hurting, tender to the touch and was making the patient's right side go numb. The implantable neurostimulator (ins) was not on and the patient had"trouble" ever since it was implanted. It was noted that the patient had been to the emergency room about two weeks prior to the report because of his back. The patient had however not fallen. It was later reported that the patient's battery had been sticking out since he was implanted. The reporter indicated that the patient needed to have the ins checked because he was in pain. Additional information reported there was a problem with the ins reviewed/suspected/alleged. It was noted he was having pain where the ins was implanted because it stuck out too far. It was logged the patient was a lean body mass. It was reported the device could not be implanted deeper because then it would not work right. It was noted the patient wanted the whole system to come all the way out because pain medication wasn't helping and the patient was up all the previous night. It was noted the battery was on the right side of his back at the pant line and got irritated all the time and he had discussed moving it. It was logged that x-rays were ordered. It was reported the implant was put in because his foot and leg were burning. It was reported he only had the trial one day and it wasn't long enough to assess. It was reported the patient's stimulation came on and worked fine, but couldn't get the stimulation to the left foot where he really needed it, although multiple reps had tried. It was logged that on the left leg stimulation only would go down to the mid calf but wouldn't reach the foot but right leg stimulation went all the way down to the foot. It was noted the hcp wondered if it could have shifted more to the right side and that's what the xrays were for. It was reported the patient hadn't picked up anything heavy or done anything to make it shift. It was reported this "was the 6th go around and nothing to him for surgeries." It was then reported they had seen the previously discussed doctor, who would not take the device out or move it's location. It was reported the patient then went to a specialist to have a consult to have the complete system removed on (B)(6), 2014. Additional information reported the implanting doctor never programmed the patient's device after implant, then the patient moved to michigan and the doctors there programmed the therapy and tried to get it working but the device had never worked for the patient. It was then reported the implanting doctor would not communicate with the patient because of a separate issue and the doctor would not forward medical records to michigan. It was reported the patient's device/therapy had never worked since implant. It was then reported the ins stuck out "2 1/2 inches" on his belt line and caused discomfort, pain. It was reported the ins site had been swollen since (B)(6) 2013. It was then reported the patient was scheduled to have therapy device removed (B)(6), but didn't have medical records from georgia and were unable to attain those so they could not do the surgery. It was reported a rep sat with the patient for 1 1/2 hours trying to get the device to work, but it would not work. It was noted the patient was sick of his neurostimulator. It was then reported the patient wanted his ins taken out and analyzed by the manufacturer to find out why it was not working. Additional information was requested but not yet received at time of this report. Supplemental will be sent when new information becomes available.

Manufacturer narrative:
Additional information reported required supplemental for addition of patient coding. (B)(4)

Event description:
It was reported the patient developed an infection after the implant and had the implantable neurostimulator (ins) removed. It was reported the date of the infection and explant were unknown. It was noted the patient's health care provider (hcp) is considering re-implanting the patient with a new battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported the patient continues to live with back pain every day. The wanted to get the rest of their leads removed however they were told the "ef" of their heart was too low, 15%, and was too weak.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was due to pain at the implantable neurostimulator (ins) site. It was reported the battery had been superficially placed and the device had been explanted.

Event description:
Additional information received reported that a manufacturer representative was scheduled to see this patient at the clinic on (B)(6) 2014. The representative went to the clinic and found out the patient had canceled his appointment. She had previously seen this patient in the fall of 2013 upon his first visit to the clinic after moving to (B)(6). She was able to program the ins (implantable neurostimulator) at that time and get some stimulation in both legs. The representative was mainly there to instruct him on how to recharge because he was not well informed. She had not seen or heard from the patient since then. It was stated that at that time he did not complain about the ins site to her and it did not appear swollen to her.

Event description:
It was further reported that the patient was scheduled to have a new device implanted on (B)(6) 2014 and wanted to make sure it would be a non-rechargeable device. After the patient¿s stimulator was removed but the leads were still implanted, the patient was put in a ¿machine¿ to look at their spine. The device had worked well for the pain in their foot and legs. The patient had had 9 back surgeries and a lot of nerve damage. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the results of the culture were unknown but the location of the infection was confirmed to be at the implantable pulse generator (ipg) site. It was reported the patient will be re-implanted but the date was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had met with a manufacturer representative and their implantable neurostimulator (ins) was turned on and programmed last week. No infection was found and the soreness and pain the patient was experiencing was due to their pants rubbing on the ins and causing irritation. It was reported that the ins was implanted at the correct depth and that the patient was given the option of moving the ins location but at the time of report the patient was going to hold off on that decision. The manufacturer representative explained that the reason for why the ins was implanted at that depth was for recharging purposes and they had discussed a non-rechargeable device could be an option as well and that could be placed deeper under the patient's skin. It was noted that the patient was not aware that had been an option. The device had been providing great therapy relief over the past week and the patient was hopeful that the pain at the ins site would improve but was happy to know that they had options.